Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The vertical suj was returned to failure analysis and the reported error 23087 was confirmed and replicated. In the error logs, the error 23087 was found indicating a hall edge to encoder error on the suj vertical in question. It was coupled with errors 23007 indicating a soft envelope error during wiggle test thus confirming that the faults occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it triggered error 23087 at startup and in the logs along with errors 23007 and 26015 thus replicating the reported event. The unit was then installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. As a result of these findings, failure analysis concluded that the dme printed circuit assembly (pca) and cfs motor rotor are consistent with the reported problem and considered the potential root causes. The usm was returned for failure analysis and the reported error 23087 was confirmed, but not replicated. The field error logs confirmed that the unit triggered 23087 errors on arm 1. Visual inspection of the unit did not reveal any signs of contamination or damage on the unit related to the reported problem. The unit was put on the in-house systems; and it passed the pftp tests and normal mode tests that were related to the reported problem. According to the field error logs, the 23087 errors persisted after the unit was replaced. According to fse notes, replacing the usm did not fix the 23087 errors; and the issue was fixed only after replacing the suj on arm 1. Based off of these findings, failure analysis was able to conclude that this unit was a wrong part sent back and has no root cause.

Event description:
It was reported that prior to starting a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer encountered an error 23087 on universal surgical manipulator (usm) 1 at startup during setup. The system was not connected to onsite. The customer performed multiple hard reboots/emergency power offs (epo) on the robot with no change. The customer elected to disable usm 1 and proceed with setup. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm), which did not resolve the issue. After reviewing the logs, it was determined that the issue was with the vertical set up joint (suj). The fse replaced the proximal suj and the issue was resolved. The system started with no errors upon completion of programming/calibrations. The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.